Event description:
On (B)(6), 2011 a vns treating psychologist reported on an assessment dated (B)(6), 2011 that the patient had a suicide gesture since the last assessment. The gesture had only minimal intent and had a minimal medical threat to life. The patient was reported to have mild suicidal tendencies. A battery life calculation was performed which revealed 6.34 years until eri=yes. Good faith attempts for additional information from the psychologist have been made but no further information was received.

Event description:
Additional information was received on (B)(6) 2011 when the psychiatrist stated that the event was not a suicide attempt. The patient sat in her car with the car running for a few minutes and then got out. The patient had no loss of consciousness, altered state, or dizziness. The psychiatrist also reported that there was no relationship between this incident and the vns; he states that the patient has a history of suicidal thoughts and "attempts". The patient informed him of the incident weeks after the event and he discussed a safety plan with the patient. The psychiatrist said possible medication changes and situational life stressors preceded the onset of the event. He says the patient's current settings are output=1.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min.